Event description:
The customer reported that the sys would lock up during use. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep adjusted the generator interface printed circuit board voltage, and monitor counter balance. The sys was tested and found to be working as intended and put back in svc.